Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tip of the driver broke off during the revision case. The tip of the driver broke off in the screw and the site pulled it out of the screw, which was in the patient. The tip was recovered without incident. The site used a driver from another set and the surgery continued without incident. There was no surgical delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The driver was returned for analysis. After visual/physical examination of the returned part, the issue was confirmed. The tip of the returned driver was broken off. If information is provided in the future, a supplemental report will be issued.